Manufacturer narrative:
(B)(4). Date of initial report : 08/26/2015. Date of follow-up report: 12/21/2015. Evaluation of the returned device could not confirm the complaint. Visual examination found no defects that could have contributed to the reported issue. Testing of the device confirmed that the jaws opened and closed normally and multiple seals on vessels of various sizes were made successfully. The investigation found the device to function normally and within specifications. Review of the relevant device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the surgeon found that the sealing was not sufficient after opening the device jaws. There was no injury to the patient. No further information regarding the incident has been reported.